Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-23660. It was reported the patient had been receiving uncomfortable stimulation. Reprogramming/troubleshooting attempts were unable to provide resolution. X-rays were taken and no anomalies were found. An impedance check was also performed and the impedances were mainly within normal range. The patient's scs system was later explanted.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2020-23660.

Manufacturer narrative:
The lead was returned cut and incomplete; therefore, the device could not be fully analyzed. Only 4.3 cm of a terminal end segment was received. Visual inspection did not identify any instrumentation damage or broken wires. Continuity testing of the lead segment did not reveal any electrical opens. The root cause of the issue could not be determined.